Event description:
It was reported that a patient underwent hiatal hernia surgery repair reinforced with ovitex 1s. Approximately 6 months later, the patient underwent reoperation for suspected potential esophageal erosion. Upon reoperation the surgeon noted a small piece of polypropylene suture in apposition to the esophagus. The suture was removed without incident and the patient had no further complications. The device was reported to have otherwise been integrated and remodeled.